Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient was advised that his ipg may be flipped or tilted. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was revised. Device malfunction was not suspected. The patient was reportedly doing well postoperatively.